Manufacturer narrative:
Name and address - phone: (B)(6). Occupation ; technical manager/quality specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair was noted inside the packaging of a guardia accesset embryo transfer catheter. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, a hair was noted inside the packaging of a guardia accesset embryo transfer catheter. There was no patient involvement. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One, unopened guardia accesset embryo transfer catheter was returned for investigation. A black fiber was caught in the seal of the inner pouch which contained the guide catheter. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Due to the individual nature of inspecting packaged product, one non conformance does not indicate additional non conformance`s in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field a review was of manufacturing procedures was performed, including quality control procedures. Controls were found to be in place, all packaged product of this type are visually inspected for particulate. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Do not use the product if there is doubt as to where the product is sterile. Cook has concluded the cause of the complaint is manufacturing related. The employees who inspected the lot for foreign matter after packaging the product have completed defect awareness training. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.